Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by other factors related to postoperative management. Because this product (referenced in this report) was not returned to olympus (B)(4) for evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert states in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur; if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent tibial osteotomy. During the surgery, the surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal fixation and implanted this product (bone void filler). Post surgery it was discovered the plate had broken and the patient underwent a revision during which time the these products were explanted. To complete the revision procedure the surgeon used a bone graft with an antibiotic impregnated methacrylate wedge.